Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 116 mg/dl. The customer's current blood glucose is 260 and 212 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 60 mg/dl. Suspend on low limit in sensor settings was does not know and we just turned the sensor feature off. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Unable to confirm insertion or needle complaint due to customer return sensor no needle.